Event description:
Customer initially called requesting assistance with priming her insulin pump. Customer reported that she was hospitalized due to low blood glucose. The blood glucose reading was 75 mg/dl. Customer stated that she is new to the insulin pump, and last time she tried to change her infusion set she delivering 120 units into herself during priming and ended up in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.